Event description:
It was reported that both the drug and coolant luers were leaking, and as a result, the patient was returned to the catheterization lab for device exchange. An ekosonic endovascular device, 106x18cm was selected for use in a bilateral pulmonary embolism case. Approximately 90 minutes into ekos therapy, it was observed that there was fluid leaking out of the infusion catheter on channel b, where the rubber connection met the catheter, near the white hub. The physician flushed the drug and coolant luers with saline to check which luer was leaking. It was determined that both luers were leaking at the site when flushed. The physician elected to bring the patient back to the catheterization lab and exchange the ekos device for an ekos +. The patient was reported to be doing fine.